Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient felt a tug on the driveline and did not change the driveline anchor. Afterwards, patient noticed that the system controller was alarming, their dressing was detached, the anchor was all the way off, and the lvad was continuing to alarm. Reportedly, the lvad was functioning reportedly at this time. The patient then changed the dressing, but not the anchor. The patient saw a crack approximately 1 inch from the exit site. The patient took the driveline in their hand, and bent it all the way in half at the fracture site, so that they could clearly see what was wrong with it. It was reported, at this time that the lvad stopped functioning intermittantly. System controller was alarming no power to black lead and connect power source. Power sources and system controllers were exchanged however alarms continued. Patient was transported to the hospital. Pump stoppage occurred during transport. On admission, the patient was placed on heparin and started on inotropes. The patient underwent a pump exchange on (B)(6) 2018. The patient has a history of non-compliance. The lvad clinical understood that the patient had cut the driveline. No additional information was provided.